Event description:
It was reported that the patient was unable to adjust stimulation. The 'call your doctor' icon was lit up. A power on condition was reported. The patient changed their device for 20 minutes, and when stimulation was increased, the por was noticed (code 0 x 200). The por was cleared and the patient was able to successfully recharge. Further information received reported that the patient recharger turned off when the patient went from the full recharge screen to the information full recharge screen. The patient was able to turn their stimulation back on using the recharger. The device appeared normal when checked with the patient programmer after recharging.

Manufacturer narrative:
(B) (4).